Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analyzed the system remotely and confirm that the system was unable to start. Upon troubleshooting, rse rebooted the system but still the issue persists. The field service engineer (fse) went onsite and found that system would not turn off even though it was in the off state. To resolve this issue, fse started the host pc using the switch inside. The system was returned to use in good working order. The codes were updated based on investigation outcome.

Event description:
It was reported to philips that the device will not start. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.